Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Screw driver handle has washer loose on handle.

Manufacturer narrative:
Examination of the returned ratchet screwdriver finds the washer/collar that captures the spring within the spring loaded attachment end of the driver has failed. A complaint database search finds no other reports of any kind against this product / lot combination. A two year database search finds no previous failures of this washer/collar component in any manufacturing lot. No trend for this failure has been identified. Corrective action not indicated at this time. Monitor through trend analysis sep (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.